Event description:
Reportedly, during the programming of the subject crt-d performed on (B)(6) 2019 during a replacement procedure, the following pop-up message was displayed when programming patient data: ¿pre-programmed settings with the same name already exist. Delete? Do you want to replace?¿. The user changed the patient¿s information. After that, the message did not appear anymore.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior resulted from an inappropriate software management of the platinum programmer module in the decision to erase existing programming settings when a new record of programming settings has to be stored.

Event description:
Reportedly, during the programming of the subject crt-d performed on 21 june 2019 during a replacement procedure, the following pop-up message was displayed when programming patient data: ¿pre-programmed settings with the same name already exist. Delete? Do you want to replace?¿. The user changed the patient¿s information. After that, the message did not appear anymore.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the programming of the subject crt-d performed on (B)(6) 2019 during a replacement procedure, the following pop-up message was displayed when programming patient data: ¿pre-programmed settings with the same name already exist. Delete? Do you want to replace?¿ the user changed the patient¿s information. After that, the message did not appear anymore.